Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left side of common femoral artery (cfa). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal (pop) to superficial femoral artery(sfa). After crossing the lesion with a non-bsc guide wire, a 5.0mmx220mmx150cm sterling¿ balloon catheter advanced for predilation. However upon the initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.